Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, of diopter -9.0/2.0/154 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 lens was exchanged with a longer length lens due to low vault without rotation. This resolved the problem. The cause of the event is reported as unknown.